Manufacturer narrative:
It was reported that the table would not move correctly. The local field service technician found that equipment was stored on the base covers and caught on the column when the height was lowered. This resulted in the shields and internal top bracket being damaged (bent); preventing the shields from operating correctly when the table height was increased or decreased. This issue is related to customer use. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the table was allegedly moving incorrectly. There was no patient involvement, injury or adverse consequence reported.